Manufacturer narrative:
(B)(4). Patient felt tingling on face.

Event description:
Inaccurate cgm values the reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that falls within the a zone of the parkes error grid.